Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented to the hospital after receiving a shock. Interrogation of the device indicated a patient alert was triggered for high pacing impedance and increased sensing integrity count (sic). An inappropriate shock was delivered for oversensing. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert was triggered, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the unexpected delivery of a ventricular tachyarrthymia therapy. The analyst noted the rv lead integrity alert was triggered for increased sic count and rv lead impedance variation in the last 60 days. The rv pace lead impedance was 4047 ohms on 2015 (B)(6). The sic count went up to 27678 in 22 days averaging around 1236 per day. Evidence of oversensing has been noted during ventricular fibrillation (vf) and non-sustained ventricular tachycardia (vt) episodes. Unexpected shocks occurred on 2015 (B)(6).